Event description:
On (B)(6) 2025 I purchased the cvs health advanced multi-purpose solution for soft contact lenses it came 2 in a box. Yesterday on (B)(6) 2023 rinse her contacts with the solution and put them in properly and after a while started complaining that her eyes felt funny and that she felt irritating around her eyes. She is swollen and can barely see out her eyes it's very painful for her as well. She's taking benadryl and hopefully it will help. I'm scared of what can happen to my daughter please tell me what we can do. (B)(6).